Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked with evidence of moisture inside. This report is made based on results of investigation completed on 10/02/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/02/2014 with the following findings: the battery compartment was cracked with evidence of moisture inside. The returned battery cap was able to attach to the pump and was used for all testing. The leak test failed due to the battery compartment leak. There was no internal moisture observed when the pump cover was removed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).